Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a recent follow-up a type ia endoleak was found. The aortic neck is currently 28 mm in diameter, 5 mm in length and has 80 degree angulation. There is moderate tortuosity and calcification. The physician stated that the aortic neck had disease progression and that caused the type I endoleak. There was no stent graft migration. The physician decided to implant an endurant aui device and limb to complete the aui and a talent occluder on the left side and subsequent a fem-fem bypass to successfully treat the type I endoleak. No additional clinical sequelae were reported and the patient is fine.